Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the display of the infusion device is broken. Pt is unable to remember the event but reported the infusion device was not dropped. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. A preliminary eval showed the infusion device housing and the display window are broken. Due to pressure on the display window, the adhesion connection between the display window and the infusion device is broken. Therefore, the infusion device is leaky. The broken display can lead to misinterpretation of insulin delivery amounts. Additional info will be submitted when the eval is complete.